Event description:
The customer stated that during training, the unit would not turn back on. The display was blank and the only indication was that the pacer led was illuminated. No patient involvement.

Manufacturer narrative:
Conclusion - other (the device will be repaired and returned to the customer upon receipt of a replacement main circuit board). The device is an automatic external defibrillator and the actual device involved was evaluated. The complaints were confirmed and all caused by an ic (integrated circuit) chip on the main circuit board. The ic chip was no longer sending the appropriate output signal to the receiving memory ics, causing an interruption in communication. The device will be repaired and returned to the customer upon receipt of a replacement main circuit board.